Event description:
The customer started using the tooth brush and the handle turned off. So he rested brush head on his tongue to turn the unit on again when he took the unit out of his mouth he started to bleed. The bleeding lasted all night and the next morning. The customer went to clinic and was given 5 stitches and the tongue was cauterized.